Event description:
The customer reported the system intermittently will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera, surge suppressor, gib board, and camera power supply. System operates as intended. (B)(4).